Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated ot an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4). The patient using this electrode belt was receiving frequent adjust belt messages.